Event description:
Information received from the field notes that during a routine office visit, no capture was seen at 7.5v, 1.6ms at a rate of 90 ppm. The patient's intrinsic rate was approximately 60 bpm.